Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device control unit was not functioning and was defective. It was further observed that the motor was too weak. It was also noted that the device failed pre-repair diagnostic tests for functional test, trigger and ecu (electric control unit) function, function test forward and reverse, the power at the motor with test bench, and mode switch test. It was noted in the service order ¿handpiece spoilt unable to on¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.